Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). It was further reported that the right atrial (ra) lead exhibited rising impedance and high impedance including undefined impedance. The rv lead was capped and replaced. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.